Manufacturer narrative:
The labeling of robotic system contraindicates the use for ablation, thereby representing off-label use. This catheter was discarded by the facility/not returned for investigation.

Event description:
It was reported that during a pva (pressure-volume area) case, it was noticed that the pt's blood pressure had dropped. The pt was checked, and a pericardial effusion was confirmed. The case was terminated. Fluid was removed from the pt's pericardial sac. The pt was stabilized. It was also reported that the robotic system was in use. The physician stated that the catheter was bulky and stiff, and that he had difficulty getting the cs catheter over the valve inside the coronary sinus (this was the physician's 2nd time using the cs catheter).